Event description:
It was reported that the patient had difficulty in charging the ipg as it was not holding a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patient had difficulty in charging the ipg as it was not holding a charge. The patient underwent an ipg replacement procedure.